Event description:
The customer returned the device reporting that the motor was making noise. This is report 1 of 1 for event # (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by technician, the functional testing found that the motor made an unusual noise due to damaged electrical motor as a result of normal wear. Several components were replaced; the device was repaired and returned to the customer on (B)(4) 2012. Placeholder.